Event description:
Patient presented to the physician with pain and tenderness at the ipg site as it would flip or rotate with movement of the right arm. Physician brought the patient into the or and discovered the sutures were broken and secured the ipg in place with 6 suture points.